Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead was observed to be dislodged under the x-ray during a post-implant follow-up at the hospital. During the lead repositioning procedure, the guidewire was unable to be taken out. The physician elected to cut and explant the lead along with the guidewire. The lead was replaced and the procedure was completed with normal testing values. There were no adverse consequences to the patient.